Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: possible adverse effects, number 14. States, ¿intraoperative or postoperative bone fracture and/or postoperative pain¿. This report is number 4 of 6 mdrs filed for the same patient (reference 1825034-2012-01590 and 1825034-2013-04366 through 04370).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2005, left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2011; however, a reason for the revision procedure was not provided. A review of invoice history confirmed the reported surgery dates. Additional information received from patient's legal counsel indicates patient allegations of pain, elevated metal ion levels, and metal hypersensitivity. No further information or medical records have been provided. There has been no reported revision procedure for the left hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2005 left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2011; however, a reason for the revision procedure was not provided. A review of invoice history confirmed the reported surgery dates. Additional information received from patient's legal counsel indicates patient allegations of pain, elevated metal ion levels, and metal hypersensitivity. There has been no reported revision procedure for the left hip. Additional information received from patient's legal counsel indicates patient allegations of pain, discomfort, dysfunction, soreness and loss of range of motion. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2006 was due to a possible metal-on-metal reaction and reactive synovium. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ and "material sensitivity reactions." This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2012-01590 and 1825034-2013-04366 through 04370). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.